Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The error message (sf218) could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. The device was not in use when the fault occurred; therefore, there was no patient involvement.